Event description:
During a femoral venoplasty, the physician stated that he inflated the balloon over its rated burst pressure to approximately 15 atmospheres; the balloon burst circumferentially and reportedly formed an "umbrella" which got caught on the sheath while trying to withdraw it back through the sheath introducer. Excessive force was not used during this attempt according to the user. The physician then attempted to remove the balloon and sheath together as a unit, but as per the physician, the fact that the balloon split circumferentially meant that it formed an umbrella over the sheath and vessel, so it could not be withdrawn easily into the sheath or with the sheath as a unit. The physician was finally able to remove the balloon back through the sheath, but the distal marker band of the balloon became detached inside the sheath. The detached marker band remained within the sheath, and was removed from the pt with the sheath and balloon. No part or component was left in the pt, and there was no report of any adverse sequelae to the pt. The product is said to be available for eval and testing; however, it has not been received to date (which is indicated as "other" under section h3 code). Additional info will be submitted within 30 days of receipt.

Manufacturer narrative:
A device history record review was performed and showed that his lot of products met all requirements per the applicable manufacturing quality plan. This review was extended to subassemblies, and confirmed that subassemblies met all requirements per the applicable manufacturing quality plan as well, including the burst test values.